Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. It was noted the patient had been lost to follow-up. Troubleshooting was performed with no success. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. It was noted the patient had been lost to follow-up. Troubleshooting was performed with no success. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the device could not be interrogated. An x-ray of the device revealed that the battery fuse was damaged (i.e., no longer intact). Detailed analysis found a higher than expected power consumption from the high voltage charge component of the device circuitry. This caused a high current draw and the subsequent damage to the battery fuse, resulting in the reported loss of telemetry. This report is being filed to update the manufacturer name and address and the manufacturing site information.